Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had replacement of first row of cubie. The customer reported that the cubie was shorted due to liquid leakage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height cubie drawer was failed. A field service engineer replaced the first row of the cubie that was shorted due to liquid leakage. The remote support services were updated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had replacement of first row of cubie. The customer reported that the cubie was shorted due to liquid leakage. There were no adverse events or injuries reported based on this event.